Event description:
Report received form (B)(6) stating that the device had a damaged sleeve lock. It was reported that the device was not used in surgery. It is unk if injuries or medical intervention occurred. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).